Manufacturer narrative:
(B)(4). The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the user could not advance the syringe plunger in loss of resistance syringe. There was no patient injury.

Manufacturer narrative:
(B)(4). A device history record review was performed on the lor syringe with no relevant findings. A corrective action is not required at this time as a potential root cause could not be determined based upon the information provided and without a sample. Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the lor syringe with no evidence to indicate a manufacturing related issue. Therefore, the potential cause of the plunger not advancing could not be determined based upon the information provided and without the sample.

Event description:
It was reported that the user could not advance the syringe plunger in loss of resistance syringe. There was no patient injury.